Manufacturer narrative:
Permobil received notice that a court petition had been filed by the end-user against the service provider and permobil alleging a non specific failure had occurred with the leg rest assembly which caused the end-user to become injured. In the petition, the client alleges having suffered an unspecific fracture to their right leg. The petition stated that a failure with the leg rest assembly or part of the leg rest assembly was the cause of this injury. The date of this occurrence was reported to have occurred on or around (B)(6) 2016. Review of the DHR indicates the last activity noted for this device occurred in (B)(6) 2015. The service provider (who was also named in the petition) reports not having any records of service on this device in over a year and nothing ever involving the leg rest assembly. Permobil is filing this report due to the claim that an injury occurred due to a failed component. As this device is in litigation, the unit is unavailable for inspection at the time of this report. When further information is received, a follow-up report will be submitted.

Event description:
Received report alleging end-user sustained a fracture to their right leg leading to an alleged pressure sore. End-user alleges a part of/or the entire leg rest assembly failed causing the reported injury.